Event description:
Customer reported that there was greater than normal resistance when attempting plunger push. It was noted that the no delivery alarm may have been caused by a set or reservoir connection. Customer's blood glucose reading at the time of the call was 31 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.